Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing detached at the quick release. The site location was patient's left thigh and the pump was clipped to patient's underwear. The infusion had been inserted on saturday. Reportedly, the infusions were stored in the kitchen cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. According to the complaint investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.